Event description:
The complaint is reported as: "the user inserted the sheath from inguinal region during pci. Due to calcification of the common iliac artery, the user felt a little difficulty, but managed to insert. Then, he/she attempted to insert a guiding catheter (6fr, asahi intecc) into the sheath, but felt a resistance and could not. Therefore, the sheath and the guiding catheter were replaced with a new ones to complete the procedure." No patient harm was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 6fr cath-lab sheath assembly and a 6fr non-arrow catheter for analysis. The dilator was not returned by the customer. No definite signs of use were observed. Visual analysis of the sheath revealed a slight bend towards the distal end. Analysis of the non-arrow catheter also revealed kinking/bending towards the distal end. It is likely this kinking on the non-arrow catheters contributed to the bending on the sheath in addition to the resistance encountered by the customer. The kink on the sheath measured 45mm from the distal tip. The sheath length from the juncture hub to the distal tip measured 17 1/2", which is within the specification limits of 17 1/8"-18 1/8" per the sheath with dilator assembly product drawing. The sheath outer diameter measured .113", which is within the specification limits of .111"-.115" per the wrapped extrusion product drawing. The sheath inner diameter at the distal tip measured .085", which is within the specification limits of .085"-.087" per the sheath with dilator assembly product drawing. Dimensional analysis of the returned non-arrow catheters cannot be performed as the specification limits are not known. A lab inventory 6fr dilator was inserted through the returned sheath. Little to no difficulty was observed as the dilator hub passed through the sheath body and distal tip. It was also noted that the dilator hub was able to snap into the sheath cap. Performed per IFU statement, "ensure dilator hub fully snaps into sheath cap". The returned non-arrow catheter was inserted through the sheath. Minor resistance was observed at the sheath tip due to the kinking on the catheter. The non-kinked portions were able to pass completely through the sheath with little to no issues. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of sheath tip damage". The report of sheath tight over non-arrow catheters was confirmed through complaint investigation. Visual analysis revealed minor bending on the distal end of the sheath. The sheath passed all relevant dimensional inspection. Functional testing revealed minor insertion difficulties at the sheath tip due to kinking on the non-arrow catheters. This kinking likely contributed to the insertion difficulty; however, as these are non-arrow catheters, the dimensions and functionality are not known. Based on the sample returned and the report from the customer, the root cause cannot be determined. It cannot be determined if the arrow sheath caused the kinking/bending or if this was a result of undue force applied by the customer during insertion. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "the user inserted the sheath from inguinal region during pci. Due to calcification of the common iliac artery, the user felt a little difficulty, but managed to insert. Then, he/she attempted to insert a guiding catheter (6fr, asahi intecc) into the sheath, but felt a resistance and could not. Therefore, the sheath and the guiding catheter were replaced with a new ones to complete the procedure." No patient harm was reported.